Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported: 2210968-2022-00230 and 2210968-2022-00233.

Event description:
Leakage products & printing issue. It was reported that the devices wax oil leakage and customer complaint that the printing on the packaging was illegible as photo shows. This issue was found during checking, not involved in any surgery. There's no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 02/09/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, d4 photo analysis: visual analysis of the three images submitted for evaluation determined that a closed sample of product code w810t could be seen. Visual inspection concluded that the bone wax stick apparently melted in an open folder. As part of our quality process, the manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint as the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure it meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.